Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer reported event of green coloring was not confirmed it is likely that the white balance was not performed. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", has an image color issue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a green-colored image is displayed due to the defectiveness of the cable. Furthermore, the following additional issues were identified during inspection: stiffening of the cable unit which also shows a deep cut, and dents on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.